Event description:
It was reported that a shocking or jolting sensation occurred. The pt could not turn off their device but was finally able to. The pt did not want to turn device back on and wanted the device explanted. Pt had an appointment (B)(6) 2011 with hcp. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient had the implant surgery, she was unable to get the device to turn off and none of the nurses at the hospital knew how to turn it off either. The patient was getting a jolting sensation and the stimulation felt like it continued to increase and go higher and higher. The patient was unable to move both legs. The patient ended up turning the stimulation off and keeping it off for an additional month after the device was implanted. The patient did end up getting her device reprogrammed by a manufacturer representative and was doing much better after that.